Event description:
Goodman complaint # (B)(4). Used in a lesion that branches further from the main lad trunk to #9. The plan was to implant des at the entrance of #9 to just before the branching. The visual measurement on angiography was around 20 mm, but oct showed a length of 12 mm, so irn22512 was implanted. After des implantation, oct showed that the length of the stent was 14 mm, which was not the same as the actual stent length. We would like you to investigate in detail the accuracy of our product's measurement in the longitudinal direction based on the discrepancy from angiometric measurements and the discrepancy in stent length.

Manufacturer narrative:
The complaint is directed towards overall catheter performance and specifications, not a defect in the device. The pullback length measurement discrepancy compared to the actual stent length is within the product specification.